Event description:
Dexcom was made aware on (B)(4) 2015 that a patient reported via the maude database on (B)(6) 2014, a skin irritation that occurred on (B)(6) 2014. Patient stated that they have used the continuous glucose monitoring (cgm) system for years and have noticed variation between lots of adhesive employed by dexcom to maintain the insert securely to the skin. The patient developed a nasty, raised, red inflammation at interface between skin and the adhesive patch within hours of insertion with some lots and did not have any irritation for an entire seven days of wear with others. Patient stated that dexcom claims we do not control for variations in adhesive formulation. Patient has contacted dexcom several times and was denied access to any personnel who might be involved with regulatory matters, purchasing or manufacturing. Patient furthered that the reception center that answers calls claims that there is no regulatory compliance officer in the organization and the sales personnel who process orders make the same claim. The specific product is described on shipping labels as "cgms dexcom g4 plat sensor 4." Patient said the application of a prescription strength cortisone cream is required to alleviate the irritation and the cortisol absorption plays havoc with their blood glucose control, making a difficult situation even more difficult. Patient also stated that the device has, however, been a lifesaver for them and there is not an affordable replacement product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Maude report number- mw5039751.